Event description:
It was reported that after planning tka implant, moved forward to the cut guide placement. The femur looked severely rotated and couldn't change that after many attempts. Checked where the bur holes were on the cut screen and it showed the severe rotation as well. The orientation of the femur and bur holes would not have made a distal cut that was appropriate. Case was aborted and was completed as a manual procedure.

Manufacturer narrative:
The device was intended for use in treatment, and case log files and screenshots were returned for evaluation. The software version was not recorded, but DHR review shows that all navio software versions released to the field have been validated. A complaint history review found no similar reports, as the 1 complaint in the review is this complaint, and this issue will continue to be monitored. The navio surgical system for total knee arthroplasty user's manual was reviewed and it has information regarding surgical rotational preferences and steps to adjust rotational angle of the bone. This failure is captured in the navio risk profile. Review of the case log files and screenshots confirmed the reported event. The cause of the femur rotation was found to be a combination of the bone mesh algorithm and the free collection technique. When collecting the free points the surgeon focused on one condyle initially, then paused for long enough to allow the system to compose a solution which was rotation. The continued collection of points causes the bone model to iterate off of that initial solution but due to the rotation, the points collected on the other condyle were dismissed as outliers because the system perceived that they were collected too far off of the bone. For an immediate resolution to this issue, it is recommended that the registration should start fresh from the coarse registration and the algorithm maybe less likely to get stuck in a far-away local minimum. The root cause of this issue was determined to be software failure.